Event description:
It was reported that after a successful ptca in the diagonal off the lad, the guide wire was being removed from the balloon when the distal tip separated inside the pt. The physician tried to retrieve the guide wire with two other guide wires and with a snare, but was not successful. The guide wire remains in the pt. Reportedly, the pt was doing fine after the procedure.